Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high capture thresholds with left pectoral muscle stimulation. It was further reported that the lead exhibited intermittent under-sensing and a dislodgement. The lead was turned off. No further patient complications have been reported as a result of this event.